Event description:
A customer contacted beckman coulter inc. (Bec) stating that they were having both reaction wheel temperature errors and 10 cuvettes failing water blank. The customer observed wash station probe 1 overflowing when they primed the cuvette wash station into reaction vessels causing cuvette dirty and temperature errors. Fluid was contained in the reaction wheel. The customer was wearing gloves and gown at the time of the event. No injury or exposure was reported and no erroneous patient results were generated.

Manufacturer narrative:
Bec customer technical specialist (cts) assisted the customer with troubleshooting and had customer remove the reaction wheel and wash station cover and replace probe 1 but it was still overflowing. A service visit was set up. A field service engineer (fse) went on-site on the day of the event and found that cc (cartridge chemistry) wash probe 1 was not aspirating. Fse replaced valve v4 on the cc wash station manifold. Fse removed and cleaned all cuvettes, installed cuvettes and performed cc wash station alignments. The failure mode was cc wash probe not aspirating. (B)(4).